Manufacturer narrative:
This device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. The pt's ongoing medications included prednisone, multivitamin, tri-flex one, toprol xl, atacand, cholesterol safe, prevacid and ranitidine. This is one of two devices associated with the reported event that were submitted under the following manufacturing number 9616099-2009-00533.

Event description:
The notification received for the study indicated that post stent deployment, the pt experienced right visual field loss. The onset was sudden. The pt was referred to an eye doctor. A temporal artery biopsy and giant cell arteritis were scheduled in the hospital following the discharge. The pt was symptomatic at the time of the index procedure. Pta was performed on a 99% occluded lesion in the ostium of the right internal carotid of 20mm in length in a 7.0mm vessel diameter. The eccentric lesion was mildly calcified, with an arch ii type and the vessel was mildly tortuous. The lesion was predilated with no documented dissection. An angioguard embolic protection device was successfully deployed and retrieved without any technical problems. There was no debris found in the basket when retrieved. Two overlapping 8.0x30mm precise stents were deployed without any stent malfunctions. The presence of air bubbles was not documented. Post-procedure cardiac enzymes were not checked. The pt was discharged two days later. Nih stoke scale score was 1. Bivalirudin was administered during the procedure. Aspirin and clopidogrel were administered pre and post- procedure.

Manufacturer narrative:
This sapphire study patient underwent carotid artery stent implantation and suffered visual impairment. This is a (B)(6) year-old male with medical history including CABG, coronary artery disease, aortic valve stenosis, peripheral vascular disease with bilateral sfa interventions, previous right carotid artery endarterectomy, and left carotid 50% stenosis. This patient met the high-risk criteria of age greater than 75 years and previous cea with recurrent stenosis. The target lesion was the right internal carotid described as eccentric, mildly calcified, mildly tortuous and 99% stenotic. The patient was symptomatic at the time of the index procedure. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated with no reported difficulties. Two overlapping 8 0x30mm. Precise stents were deployed without any stent malfunctions. Bivalirudin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure and continued post- discharge. Post stent deployment, the patient experienced sudden loss of vision in the right eye. The patient left the angio suite with the vision loss. The vision loss was diagnosed as ophthalmic artery embolization in a post-discharge visit. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Vision loss secondary to arterial occlusion is a known potential adverse event associated with carotid stent implantation procedures and is listed in the IFU (instructions for use) as such. Arterial occlusion is associated with a stoppage or slowing of blood flow through the arteries usually associated with embolization of procedural debris. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the arteries of the face and head potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and procedural issues may have contributed to the reported event. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers: 9616099-2009-00532 and 9616099-2009-00533.